Event description:
Per additional review, it can be reasonably concluded that the premature battery depletion that occurred on the date of high impedance surgery can be attributed to the use of electrosurgical equipment during the surgery.

Event description:
During a periodic review of the manufacturer's programming history database, it was found that high impedance was present on the patient's vns, and the device's battery status was found to change from ok to end of service (eos) status suddenly. This report will be associated with the sudden eos status, and all information related to the high impedance will be reported on manufacturer report number 1644487-2018-01514. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Event description:
Decoded programming data was reviewed and further confirmed that the device's battery voltage changed suddenly to end-of-service (eos), which is a typical result of an exposure of the vns to high current. No additional or relevant information has been received to date.